Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that x-rays were taken. The technician did adjustments to help with the erratic sensations. It was reported that the patient was also following up with their general practitioner to make sure that it was not a kidney issue. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-27 from the consumer reporting that the patient felt that the shocking was from the scs system but their doctor did not. It was reported that their kidneys were fine and normal. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had stimulation turned off while driving and had kept it off. Then the patient felt a shocking sensation in their back a little higher than where they normally felt stimulation. The shock lasted for about a second, went away, and then happened again. It was reported that there was intermittent or erratic therapy and shocking. The shock was painful and had happened 4-5 times before in the last year with the most recent occurring on saturday. This happened sporadically when just standing. There were no reported falls, traumas, or medical/environmental electromagnetic interference (emi). No further complications were reported.